Manufacturer narrative:
The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, there was leaflet tearing noted. The root cause of this event cannot be conclusively determined with the available information. The explanted valve has not been returned for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based, appropriate investigation will be performed.

Event description:
Edwards received notification that this bioprosthetic aortic valve, implanted for 13 years and four (4) months, was explanted due to structural valve degeneration, causing a leaflet tear which led to aortic severe regurgitation. The device was replaced with another edwards bioprosthetic valve. Per the operative report received, there was a tear of the left coronary cusp, both at the left/right commissure where it had slightly detached from the commissural post, and also at the left/noncoronary commissure. After weaning from cardiopulmonary bypass, the heart commenced beating initially in complete heart block, although then sinus rhythm returned. After full re-warming, bypass was weaned carefully without inotropes. The toe showed normal aortic valve function with no regurgitation detectable. After the procedure, the patient was transferred to the ICU in stable condition.